Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked. Customer's blood glucose was 599 mg/dl. The customer delivered a bolus to address elevated blood glucose level. Reportedly, the customer loaded a new cartridge to resolve the issue.